Event description:
It was reported to boston scientific corporation that a speedband superview super 7 ligator device was used during an evl (endoscopic variceal ligation) procedure within the esophagus performed on (B)(6) 2012. According to the complainant, the physician rotated the handle of the speedband device to attempt deployment, but the first band was not able to be released. The device was withdrawn from the patient, and then the procedure was continued and completed using another speedband superview super 7 ligator device. Prior to use, no damage was visible to the speedband devices or its packaging. Additionally, the sterile barrier of the packaging had not been compromised. No patient complications resulted from this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Manufacturer narrative:
A visual examination of the device found that the trip wire had been cut. All seven bands were loaded on the ligator head, none were partially deployed, and the first ligator head tooth was damaged. The thread was separated from all the bands but the seventh. The trip wire had been cinched into the handle. Failure to tighten the trip wire could ultimately impact the deployment activity of the bands. If slack was present in the tripwire during the procedure, it could cause the thread to move over the ligator teeth without deploying the bands properly and damaging the ligator head teeth, as found with this device. It cannot be confirmed that the trip wire was not secured properly during use; therefore, the most probable root cause was not able to be determined. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 ligator device was used during an evl (endoscopic variceal ligation) procedure within the esophagus performed on (B)(6) 2012. According to the complainant, the physician rotated the handle of the speedband device to attempt deployment, but the first band was not able to be released. The device was withdrawn from the patient, and then the procedure was continued and completed using another speedband superview super 7 ligator device. Prior to use, no damage was visible to the speedband devices or its packaging. Additionally, the sterile barrier of the packaging had not been compromised. No patient complications resulted from this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.